Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required paramedic assistance consuming glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer requesting and approving a large user bolus; this action was followed by the low bg event, customer acknowledged and understood.